Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue. The reporter stated that the code number was going up and down between the numbers. It was reported that when replacing the batteries once the meter turned on the black line was flashing between english and spanish. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.